Event description:
Olympus received a medwatch, which states "event desc: after use on a pt, the endoscope was being cleaned by a surgical tech. The scope washer had finished. The scope was being dried by air blown on the outside of the adjustment area of the scope when brown fluid (liquid stool) sprayed onto the white towel on which the scope was placed. The scope was immediately removed from service and both the scope and washer companies were called." The colonoscope was said to have been used in a colonoscopy on a pt whose colon was not cleaned of stool. There had been significant gross contamination of stool on the outside of the colonoscope right up to the handle adjustment area. The scope was hand washed and placed in the colonoscope washer per protocol by surgical scrub technician. Olympus followed with the user facility to obtain additional information regarding the report, and was informed that the colonoscope was isolated and was taken out of service. There was no adverse event associated with the report. The colonoscope was sent to a third party service provider.

Manufacturer narrative:
The colonoscope was not returned to olympus for evaluation. A review of the instrument history shows that the colonoscope was purchased on (B)(4) 2007 and to date, the colonoscope has not been returned to olympus for service.